Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed has 8015 unit that has 800.8000 errors in ht log. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: let biomed know that the 800.8000 error is a software issue with timing. This also can be induced by pressing of two keypad buttons at the same time. If this is a hard error recommend to reflash the unit. If reflashing the unit fails, the logic board will need to be replaced. Emailed a copy of the medical device safety notification for system error 255-16-275. Biomed ended call.